Event description:
Information was received that permanent corneal damage occurred during refractive surgery performed on or about 2000. A review of the company's records showed no record of the event being reported to the company by the surgeon or the user facility. The event information was received on 12/2001.